Manufacturer narrative:
The mfg plant was unable to do a thorough investigation without lot and sample info. This report was reviewed by the engineers to identify further opportunities for process enhancement. The production process was evaluated and no foreign material, that could be combustible, was found in the production lines. The components used in production are made out of plastic, which is a combustible material, but this is an inherent characteristic of the product. The masks are mfg in the same facility in which they are finally assembled. Co is still waiting for the info on the result of the investigation done to the equipment used during the incident as well as the conditions in which the product was used by the hosp.